Event description:
It was reported that during surgery while inserting the anchor, it broke off. The anchor was held in the bone but they had to retrieve a piece of material. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
Due to product unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Successful implantation is contingent upon following the recommended site prep recommendations and instructions for use. Influences that could compromise product performance or integrity include: 1) use of alternate prep method or instruments. 2) unanticipated bone condition resulting in torsional overload or insecurity. 3) inability to maintain alignment. 4) inability to maintain distal pressure on the inserter. The patient was reported to have soft bone condition.